Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 239mg/dl, and their sensor reading was 79mg/dl. The difference was found to no be within the acceptable range. The customer states there have been some threshold suspend alarms. Troubleshoot was conducted. The customer was presented new information on sensor and blood glucose differences and readings, and has a better understanding of its operation.